Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebv2539 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that at about 10:30 on (B)(6) 2018, the patient underwent PICC catheterization in the pediatric treatment room. The catheterization was conducted in the right upper arm in the basilic vein. The placement depth was expected to be 23 cm. The puncture process was smooth and the catheter was delivered for 24cm. The bedside b-ultrasound simple positioning suggested that the catheter was visible under the subclavian vein. The catheter guide wire was immediately withdrawn. During withdrawal of the guide wire, the catheter was transversely cut at about 21.5cm, and the stump remained in the body. The intervention department was invited immediately for consultation and agent requested bedside x-ray examination. In order to prevent the stump of the catheter from slipping, the child patient was sedated and the intervention department was invited to remove the stump of the catheter with auxiliary interventional surgery.